Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, with the requested clinical information, the reported cutting block breakage could not be further assessed. The peg of the cutting block is neither manufactured nor intended for implantation. It is also not approved for long term internal tissue exposure and long-term tissue data is not available. The patient impact beyond the reported device breakage could not be determined. However, local irritation, migration, tissue inflammation, and/or pain cannot be ruled out as potential side effects if any portion of the device was retained. No further medical assessment can be rendered at this time. Should any additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated. A complaint history review found related failures for the listed device; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during tka surgery, the peg of a gii mis dcf ap CT blk 5 broke off inside the patient. Surgery was resumed, with a back-up device, it is unknown if there was a surgical delay. Patient was not injured as consequence of this problem.